Event description:
The pt was revised due to a fractured (right) proximal femur. The surgeon feels that the prosthesis was loose for the pt to have had such a fracture and in the zones that the fracture affected. According to the surgeon; the pt would have had a different type of fracture had the prosthesis been well fixed.